Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. The best estimation date is between 24-may-2024 and 07-jun-2024 (iol implant and complaint awareness dates). Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Device evaluation: product testing could not be performed as product was not returned. The reported event could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified. Therefore, no additional corrective actions are required. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. Per the patient¿s chart, the post operative diagnosis was reported as good with no surgical complications. The doctor subsequently reported the patient's visual acuity is 20/200 after surgery. The doctor wants to see the patient again but the patient had edema so they wanted the eye to heal. No further information was provided.